Event description:
The initial reporter stated that the pump appeared to be running but that it was not delivering. They also stated that the pump was alarming no flow out. It is unclear if the pump alarmed as expected or if the pump was not delivering as expected. Mmd did follow up with the initial reporter, who stated that there had not been any adverse effects to the patient due to the complaint. No other information was provided. (B)(4).

Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.